Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a high balance chamber pressure alarm occurred which could not be resolved. The filter appeared to be clotted so the operator discontinued treatment without performing rinseback of the pt's blood, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to perform rinseback of the pt's blood following an unrecoverable alarm. No problems were found with the returned cartridge. The exact cause of the alarm is not known, however, the user's guide cites a likely cause as a lack of flow of dialystate to the cycler such as from a kinked or obstructed line. Nxstage will continue to monitor as part of the routine complaint process. Occasional alarms during hemodialysis treatment are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.